Manufacturer narrative:
Water will loosen the adhesive on the leads as per the dfu. Dfu recommends changing weekly. User leaves them on till start to separate. This may have been the cause of the skin reaction as the leads may have been on longer than recommended. No mention of a skin problem at discharge. Two post discharge visits to physician's and no skin problem noted. Several unsuccessful attempts to contact mother. Never any other problems in the unit with the neoleads.